Event description:
At approx. 10:30 a.m. Anestesiology called to report finding a high concentration of oxygen in the medical air supply. A test was made of the medical air at the end of the line in the o.b. Department. An oxygen analyzer showed the concentration of oxygen to be 95%. Returning to surgery department, the recommendation was made to switch all of the anesthetis machines to bottled medical air. Maintenance assisted in the search to find any device in use at that time that used both oxygen and medical air. Finding none, respiratory care was contacted to confirm if any of the eqyuipment under their care was in use at that time. A staff member stated a ventilator was set up but not in use at the time. That unit was checked. While disconnecting the unit the hose was vibrating. After removal of the unit from service a check was made at the end of the line of the oxygen concentration in the medical air. The analyzer showed immediate and steady lowering or decrease in the concentration. The system was flushed until the proper oxygen level was obtained. Anesthesia was notified of the corrective action. No medical intervention was needed for the patient at the time of the incident. Both ventilators involved were removed from service. The respirator care staff are looking into methods to avoid this situation in the future and internal followups are to be madedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jul-90. Service provided by: distributor. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, battery/pack. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.